Event description:
Customer reported the syringe pump tubing became stuck while attempting to disconnect it from the bifuse extension set; subsequently the male portion of the tubing cracked off into the female portion of the bifuse while infusion dopamine and sedation drips. Syringe tubing and bifuse had to be replaced. Clinical effects from neither drip infusing while the tubing was being changed are currently not known. There was no report of pt harm or medical intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.